Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and performed a sw update and the issue is solved. No parts were replaced in the system. The received internal and test logs do not include any information related to the event since they were taken after the installation. Technical log does not include any information related to the event. Installation log shows that same sw was installed as remedy to the problem. Due to lack of information/evidence for the reported event, we were not able to find the root cause or confirm the presence of the event.

Event description:
It was reported that the ventilator alarmed for internal memory error. There was no patient involvement. (B)(4).